Event description:
It was reported that the device was positive and doesn't complete cycle.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a cracked relief alarm, CPAP knobs and battery door cover. The input manifold assembly is loose on the bottom chassis and the timing valve cap is nicked. The customer stated problem was not duplicated. No problem found with the device regarding the reported customer problem. The cause of the reported problem could not be determined. The manufacturing DHR is not relevant to the investigation as the reported issue was not found.